Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during follow-up, noise was observed. The physician elected not to take any action. Patient condition was good.